Manufacturer narrative:
The calibration and qc results prior to the event were acceptable. The field service engineer observed the samples were lipemic and there were red cells in the bottom of the sample after recentrifugation. The sample probe appeared to have a white buildup on the external lower portion. He replaced the sample probe and completed all alignments on sample assembly. He checked the rinse mechanism, check gear pump pressure, reagent probe alignments, and syringe and fluids tubing. All checks passed with no adjustments required. The customer completed precision testing, qc, and required calibrations. All results were within range. The investigation determined the issue was resolved by the service actions. As the qc recovery was acceptable prior to the event, there was no indication for a performance issue of the reagent.

Event description:
There was an allegation of questionable vanc3 vancomycin result for two samples from one patient from the cobas 6000 c 501 module. The initial results were both 4 ug/ml with a data flag. The results were questioned by the pharmacist. On (B)(6) 2022, the repeat results were 18 and 18.8 ug/ml and were believed to be correct. The questionable results were reported outside of the laboratory. The reagent lot number was 53097601 with an expiration date of 31-jul-2022.